Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with tissue erosion and pain in right eye two weeks post treatment. The topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient reported that he woke up in the middle of the night with extreme pain and blurry vision right eye. Bcva right eye pre-op 20/20, post-op 20/70. Bcva left eye pre-op 20/20, post-op 20/25.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.